Manufacturer narrative:
Product evaluation stated that the complaint product was not returned. Complaint investigation was unable to perform a visual inspection on the product as the complaint product was not returned from customer. According to the information from the customer, the leading haptic broke off during insertion. No abnormalities were found in production and inspection records of the product. Root cause was not determined. (Serial no.: (B)(4)-model 230. Internal reference: (B)(4).

Event description:
During iol insertion, the leading haptic broke off while plunging forward. The incision needed to be enlarged to remove the iol. No injury and the patient is reported to be in stable condition. The facility disposed of the product and was unable to return it for proper investigation.